Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing thresholds as well as high pacing impedances measuring 1982. It was also noted that noise oversensing which led to pacing inhibition occurred. The physician opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.